Event description:
An infusion pump was being used to infuse a drug. The infusion pump abruptly stopped working, and indicated "channel malfunction". The infusion pump was replaced, and patient was not harmed. The device was sequestered and examined by biomedical technician but unable to replicate event. The infusion pump and error logs will be returned to carefusion for in-depth analysis.